Event description:
It has been reported that the system was down as the float table top button was active at startup. The system was not in clinical use at the time of the reported event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system confirmed that button active at start up. Rse suggested to customer lod created showing float tabletop button pressed at startup. Customer pressed remote pan handle button and reset. After the handle button pressed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.